Manufacturer narrative:
H10. Updated / additional information - g1, g3, g6, h1, h6 (component code as liner). H6. Investigation results - the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented b5. The patient has filed a complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. These devices are used for treatment not diagnosis. Pending investigation. No other information is available.

Event description:
It was reported via legal documentation that the patient had a right hip arthroplasty on (B)(6) 2016. The patient has not been revised. It is reported that the patient complains of: pain, stiffness, discomfort, and weakness which in turn negatively affected mobility and quality of life. There is no other patient demographic or medical history available. No additional information is available.